Event description:
The customer returned their device to ventec for service. During the device's evaluation, ventec observed that it was alarming due to low inspiratory pressure. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it alarming due to low inspiratory pressure was confirmed. Ventec replaced the exhalation control module (ecm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ecm.